Event description:
On (B)(6) 2011, the pt was treated for a thoracoabdominal aortic aneurysm with the gore excluder aaa endoprosthesis. On (B)(6) 2011 the proximal type I endoleak was noticed and treated with an additional endograft on (B)(6) 2011.